Event description:
Allergan representative reported receiving a report from the physician who noted that after injection with juvederm ultra plus for a "nose augmentation" the pt experienced bruising the same day and pain, redness, and infection the following day. The pt was treated with antibiotics, steroids, and hyaluronidase and the symptoms have resolved.

Manufacturer narrative:
Medwatch sent to the FDA on 01/23/2013. Device labeling: "precautions: as a matter of general principle, injection of a medical device is associated with a risk of infection." "Undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."